Event description:
During an in clinic follow-up, loss of capture threshold, low sensing and decreased pacing impedance were observed on the right atrial (ra) lead due to dislodgement. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.